Event description:
On (B)(6) 1012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultrasmart meter was reading inaccurately high compared to another meter and prompting inaccurate results. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began at an unspecified time on (B)(6) 2012. The patient claimed that she obtained back to back blood glucose results of "176 mg/dl" with the subject meter and - 197 with an ultramini meter and 187 mg/dl with another ultramini meter. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 30% and/or <= 30 mg/dl. The patient reported managing her diabetes with diet, exercise and oral medication (type/dose unknown) and she denied making any changes to her normal diabetes management due to the alleged issues starting. The patient claimed that she developed symptoms of "hot, sweaty and nauseated" about the same time the alleged issue began. However, the patient denied receiving medical intervention as result of the alleged issue. During troubleshooting the cca confirmed that the subject meter was set to the correct unit of measurement and that the patient was not using expired test strips. The patient did not have control solution during troubleshooting to perform a control test. The alleged issues were resolved with troubleshooting. However, replacement product was still sent to the patient. This complaint is being reported as an adverse event because, the patient reportedly developed symptoms suggestive of a serious injury as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.